Event description:
It was reported an end of service (eos) or end of life (eol) message was shown on the patient's device. It was stated the battery would be replaced due to normal battery depletion. It was later reported the patient stated their battery was supposed to last 3-5 years but they had to have it replaced every 18 months.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID 3998, lot# la1828, implanted: (B)(6) 2002, product type: lead. (B)(4).